Manufacturer narrative:
H10: per additional information received, it is unknown if the subject device was reprocessed without deviations from the IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material (possibly clear plastic/nylon fiber) in the air/water nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: ·IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ·IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the water flow was not to specification, the water removal was not to specification, the light cover glasses were chipped, the light cover glasses adhesive was worn, the optical cover glass was stained, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the up/down/left/right angles were not to specification, the up/down/left/right angles had play, and the electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a blockage in channel system. The issue was observed during maintenance and there was no patient or procedure involved. The device was returned to olympus for a device evaluation and found the air/water nozzle had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.